Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there is an unusual noise when the cutter begins cutting. Occasionally the vacuum does not work during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 27, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event(s) could not be determined conclusively. (B)(4).